Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that while the unit was in use it alarmed and displayed a vent inop condition. There was no patient harm.

Manufacturer narrative:
Patient information was requested; none was available. : the facility biomedical engineer ordered the data acquisition pcb to motor controller pcb cable to address the finding as recommended by manufacturer's technical support. Several attempts have been made to confirm the status of the repair with the facility biomedical engineer. If additional information is received, a follow-up report will be provided.